Manufacturer narrative:
The customer reported problem was not confirmed the device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 01/22/2018 to 08/25/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Failed preventive maintenance. Fails the patient side occlusion test with a value of 7.2 psi. No patient involvement.